Event description:
It was reported during a therapeutic endoscopic sphincterotomy (est) procedure the knife wire of the device broke. According to the reporter, it is it is unknown whether or not it occurred during high-frequency energization and not clear whether the issue occurred when the power is turned on . The procedure was continued and completed after replacing with a new one of the same product. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Communication with the customer conveyed that the device is being shipped to olympus for evaluation. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Section d4 was corrected. Sections d9, h3, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the knife wire was broken, and the broken part was charred black and melted. However, the definitive root cause of the broken knife wire could not be determined. The cutting wire may have been broken due to the device not having protruded enough from the endoscope until the rear end of the cutting wire was in the field of view, which may have caused the cutting wire and the endoscope to be close to each other and led to an electrical discharge between the cutting wire and the distal end of the endoscope. The electrical discharge may have caused the cutting wire to become hot instantly, resulting in the breakage of the cutting wire. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.